Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the set came apart at the upper blue fitment of the pumping segment. After a new infusion bag of 100ml voriconazole was spiked a short time later the infusion pump alarmed for 'occlusion patient side'. The central line was repositioned and checked and the pump restarted. After this was completed the line disconnected at blue pumping segment.

Manufacturer narrative:
The customer¿s report that there is a disconnection was confirmed. Visual inspection of the returned sample confirmed the customer¿s experience as the sample was received in two; the silicone tubing had separated from the upper pumping segment component. A closer inspection identified the retention ring remained on the end of the silicone tubing. A definitive root cause for the customer's experience could not be determined, however the manufacturing site confirmed that if the retention ring has not been placed in the correct position during the automatic assembly process, it is possible for the pumping segment component to separate if a tensile force is applied.

Event description:
The customer reported the set came apart at the upper blue fitment of the pumping segment. After a new infusion bag of 100ml voriconazole was spiked, a short time later the infusion pump alarmed for 'occlusion patient side'. The central line was repositioned and checked and the pump restarted. After this was completed the line separated at the blue upper fitment from the silicone pumping segment. There was no patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The reported feedback suggests that there is a disconnection. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.